Event description:
10/19/2006, report received by liko representative of an incident at a facility in september 2005, during which a resident fell and suffered a broken hip, while being transferred in a sabina lift.

Manufacturer narrative:
Phone call received at liko inc 10/19/2006 in which the facility administrator made mention of an incident with a sabina patient lift had occurred in september 2005. Liko inc had not been notified of the incident prior to this date. Follow up phone call to the facility administrator by local liko distributor, revealed that the facilities internal investigastion at the time of the incident, concluded that the incident was caused by human error, not lift malfuncton, as operators did not have belt hooked up properly. The lift was inspected by facility staff and returned to service. Remedial staff training on the proper use of liko equipment has been offered to the facility by distributor.